Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The suspect lens model is only qualified for use in the company specified cartridges. Follow up attempts were made. At this point, no further information available at this time. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol), lens broke in cartridge and lens was removed during initial procedure. Additional information has been requested.